Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra2 meter was displaying the "error 2" error message after inserting unused test strips. The customer care advocate (cca) verified that the test strips were in good condition and the correct testing technique was being used but the "error 2" message persisted on the phone. The patient was unable to retest with a new viral of test strips on the phone; therefore, the error 2 was unresolved with troubleshooting on the phone. The patient usually tests 2 times per day (once in the morning and once at night). She also takes glyburide twice daily (1 pill in the morning and 1 pill at night). The patient indicated that she had been getting error message since she bought the meter about 2 months ago; however, it is unknown if the meter worked before and how long the patient was unable to test her blood glucose. It is also unknown if the patient took diabetes medication as prescribed during the time period she was unable to test on her meter. When asked if she received any medical attention, the patient indicated that she called the rescue squad about 2 months ago because she had low blood glucose levels. The patient was asleep when her cat woke her up around 3am. At the time, the patient was sweating and her body was all wet. The patient denied testing on her meter and administering self-treatment before the rescue squad arrived. When the rescue squad arrived, the patient's blood glucose was "68 mg/dl" on the rescue squad's meter and she was treated with orange juice with sugar in it. It would be helpful to know if the reported meter worked before, when the patient last attempted to test on her meter before the reported incident, and how long the patient was unable to test on her meter. It would be helpful to know if the patient was taking her medications as prescribed and if there were any changes to her diet, activities levels, meals, and health conditions prior to the incident. Based on the provided information, this complaint is being reported because the patient is alleging an "error 2" issue with her meter and that she also suffered a hypoglycemic event. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.